Manufacturer narrative:
Clarification to d.6a. Implant date: between (B)(6) 2016 and (B)(6) 2025. Article citation: yilmaz tugan, b., kurt musaoglu, b., & yüksel, n. (2026). 5-year surgical success and outcomes of xen-45 microstent combined with cataract surgery. Seminars in ophthalmology, 1¿9. Https://doi.org/10.1080/08820538.2026.2667852 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "5-year surgical success and outcomes of xen-45 microstent combined with cataract surgery" from the journal seminars in ophthalmology, healthcare professional noted the following events "average number of anti-glaucoma medications at final visit was 2.0; 2 patients had mild hyphema and recovered spontaneously or after cycloplegic/steroid drops; 17 patients had fibrosis requiring needling; 3 patients had uncontrolled/progressed glaucoma requiring ahmed glaucoma valve implantations; 2 patients had uncontrolled/progressed glaucoma requiring trabeculectomy."